Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that all 32 sectors of the central nurse's station (cns) would go blank, and the numbers would disappear for a second or two and then all would come back. They were monitoring zm-531pa telemetry transmitters. The customer ordered replacement hdds to repair their unit. No patient harm was reported. Service requested / performed: troubleshooting. Two replacement hard drives (9000006111a hard drive, 500gb, cns-6201 2 ea) were sent to the customer. Investigation summary: the root cause for hard drive failure under ticket is attributable to being overdue on preventative maintenance - hard drives were more than 2 years, or 20,000 hours, old. Risk summary: device is designed with redundant array of two hard disks. When one hard disk fails, the other can take over. The manufacturer provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail. The manufacturer also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of this device recommend periodic maintenance or replacement of hard disk drives. The reported issue does not require further investigation through CAPA process. Per the hha-20-001, risk mitigation factors are acceptable, and the residual risks are acceptable. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: zm-531pa. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that all 32 sectors of the central nurse's station (cns) would go blank, and the numbers would disappear for a second or two and then all would come back. They were monitoring zm-531pa telemetry transmitters. The customer ordered replacement hdds to repair their unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the all 32 sectors of the central nurse's station (cns) will go blank and the numbers will disappear for a second or two and then all come back. They are monitoring zm-531pa telemetry transmitters. The customer is ordering hdds to repair their unit. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the zm-531pa telemetry transmitter were being used in conjunction with the cns, but no serial number information was provided..

Event description:
The biomedical engineer (bme) reported that the all 32 sectors of the central nurse's station (cns) will go blank and the numbers will disappear for a second or two and then all come back. They are monitoring zm-531pa telemetry transmitters. The customer is ordering hdds to repair their unit. No patient harm reported.